Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) it was reported that the pump emitted replace battery alarms but did not emit low battery warnings. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: a review of the black box showed partially discharged batteries were installed resulting in a replace battery alarm. No damage was found to the returned battery cap or the battery compartment. No moisture/corrosion was found in the battery compartment. The returned battery cap fully attached to the pump and powered it on. The current draws were within specifications. The battery life issue was not duplicated during testing. The pump cover was removed to find no evidence of moisture or loose components inside the pump.